Event description:
A report was received that the patient was having charging difficulties. The patient underwent a cardiac ablation procedure back in 2011. Multiple attempts to charge were performed with no success. The patient underwent an ipg replacement procedure and are doing well.

Event description:
A report was received that the patient was having charging difficulties. The patient underwent a cardiac ablation procedure back in 2011. Multiple attempts to charge were performed with no success. The patient underwent an ipg replacement procedure and are doing well.

Manufacturer narrative:
(B)(4) 2011 device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing confirmed the complaint. The device exhibited premature battery depletion and the characteristics of analog ic damage due to high-voltage transients.